Event description:
Ventilator had turned off, error message stated do not use and safety valve open with high pressure gas coming from nebulizer adapter in front of vent. Rt removed pt from ventilator and bagged with ambu until rn arrived to bag until rt could set up new ventilator.